Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that when filling the reservoir at the patient's home (cadd pump medication), the liquid flowed out of the flexible pouch, but into the external reservoir. On opening the packaging, it was noticed that the cassette showed particularly wrinkled folds in the reservoir (unusually appearance). There was no patient involvement.